Event description:
A report was received indicating that the balloon of the stent delivery system (sds) ruptured during an attempt to implant a coronary stent. The indication for the procedure and the patient's medical history are unk. The target lesion was the right posterior descending artery (pda). The lesion was de novo, heavily, calcified, 99% stenosed and slightly tortuous. The lesion was pre-dilated then a 2.5mm x 24mm taxus stent was deployed at the proximal lesion. When treatment is required in more than one lesion, the distal stent should be deployed first followed by a stent deployment in the proximal lesion to reduce the risk of the proximal stent being displaced or possible balloon rupture as the distal stent passes through the proximal stent. An attempt to deliver a 2.5mm x 28mm cypher to the distal lesion was made, but the stent did not cross the lesion. The sds was removed from the pt and the physician confirmed that the distal tip of the stent balloon had a pinhole rupture. A "5 in 6 technique" with rebirth was conducted and another cypher stent of the same size was successfully deployed in the lesion. The procedure was finished successfully without harm to the pt. The product was clinically used, but will not be returned for analysis due to the patient's infectious disease. The physician's comment: this event appears to be occurred by pushing the cypher back and forth inside the heavily calcified vessel.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Results for leak test and 100% inspection were accepted according to specification. Balloon burst is a known potential adverse event associated with implanting coronary stents. Review of the available information suggests that procedural and/or vessel/lesion characteristics may have contributed to the event.